Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements of 6 volts (v)at 2 milliseconds (ms) and loss of capture (loc) during delivery of anti-tachycardia pacing. Atp programming was set to nominal at 5v at 1 ms. A lead dislodgement was suspected. Boston scientific technical services (ts) discussed programming options. Programming changes were made and the patient was scheduled for an x-ray to evaluate the position of the lead. An attempt was made to obtain the results of the x-ray, however, the results were not available. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.